Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3998, serial# (B)(4), implanted: (B)(6) 2004, product type: lead; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient¿s battery reached end of service and was changed on the day of the report. The patient had good stimulation coverage after the replacement.

Event description:
Additional information received reported that the patient did not have a revision; they had a visit with a neurosurgeon to discuss a revision. No surgery has been scheduled.

Event description:
It was reported the patient had not used their patient programmer in a ¿long time¿. They stimulation was set on a very low setting to where they couldn¿t even feel stimulation. A few nights prior to the call the patient attempted to use the patient programmer and they got a ¿triple beep¿ when they tried to increase or decrease stimulation. They further noted that the lights on the patient programmer were telling them the implantable neurostimulator (ins) was on, the battery was okay, and the patient programmer battery was okay. It was confirmed the switch on the patient programmer was on ¿amplitude¿. New information reported on (B)(6) 2015 reported that the patient had not used their stimulation for a couple of years. The patient continued to have problems using their patient programmer as reported on (B)(6) 2014. The manufacturer representative was with the patient and noted that the clinician programmer showed a power on reset (por) condition however the por code was unknown at the time of the report. The ins status was noted to be ¿ok¿ with 85-90% ins capacity used at 2.36v. This voltage was noted to be very close to low battery status. The manufacturer representative reported reading impedances of greater than 4000 ohms on some of the bipolar pairs and all pairs with #0 were greater than 4000. They also reported there were some question marks for the impedance results and the rest are within normal range. The patient was programmed to 0-3+. The manufacturer representative was going to try and program the patient without using #0 but was only able to provide coverage of the right leg and not the left and the patient was not feeling stimulation. The patient was going to see a surgeon for a revision. No outcome was reported however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found the stimulator ins bond wires had broken.

Manufacturer narrative:
New information received reported the patient had not yet had a revision and was only meeting with a surgeon. Due to this information, the check boxes "intervention required" and "serious injury" no longer apply to this event.